Manufacturer narrative:
Philips received a complaint on a heartstart mrx device indicating a paddle issue. In the defibrillation test done to confirm the paddle issue, it was discovered that the defibrillation energy amount was 174.4 j against the shock of 200 j, and the defibrillation test failed. There was reportedly no patient involvement. The bench repair technician evaluated the device onsite and confirmed the cause of the defibrillation test fail was a malfunction of the capacitor assembly. The bench repair technician replaced the capacitor assembly. The device passed all performance assurance tests and was returned to the customer. No further action is warranted at this time

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the defibrillator energy is low. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on a heartstart mrx device indicating a paddle issue. In the defibrillation test done to confirm the paddle issue, it was discovered that the defibrillation energy amount was 174.4 j against the shock of 200 j, and the defibrillation test failed. There was reportedly no patient involvement. Philips bench repair technician (brt) evaluated the device onsite and confirmed the cause of the defibrillation test fail was a malfunction of the capacitor assembly. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The customer was made aware of the end of life terms and the device remains at the customer site. No further action is required at this time.